Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after re-positioning the leadless implantable pulse generator (ipg) several times the catheter became weak and floppy. A sufficiently low threshold was not able to be achieved. An alternate leadless ipg was placed. No patient complications have been reported as a result of this event.